Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which was oversensed and resulted in pacing inhibition. There was a concern the lead had micro-dislodged. An invasive procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.